Event description:
It was reported that the biomed was getting a calibration error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c), expected value was 2 and actual value was 29. Biomed provided s/n (B)(6). Per follow up information received via task on 14oct2025, the repairs have not been completed yet and ordered parts and are awaiting delivery. Mixing pump ordered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was getting a calibration error 81 (water check time out - difference between water temperature and reference temperature is greater than 2 °c), expected value was 2 and actual value was 29. Biomed provided s/n (B)(6). Per follow up information received via task on 14oct2025, the repairs have not been completed yet and ordered parts and are awaiting delivery. Mixing pump ordered.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Expected value was 2 and actual value was 29. Biomed provided s/n (B)(6). Per follow up information received via task on 14oct2025, the repairs have not been completed yet and ordered parts and are awaiting delivery. Mixing pump ordered. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.